Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer request is not confirmed. However, additional findings were identified during device inspection that are subject to investigation. The most probable cause of the additional failure ("-insertion part --- distal end --- air water channel --- < spec. Value.") Is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The event can be detected by following the instructions for use which state: the white foreign material detected by income inspection has been handled by omsc CAPA-201632. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material was remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the air/water channel and air/water cylinder had foreign body. There was no patient involvement.